Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The field service engineer replaced the measuring cell and performed preventive maintenance. No further issues were observed. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). No calibration influence was observed. Only one qc level was measured, and it was within range. There were no relevant alarms observed. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys vitamin b12 ii result from the cobas e 411 analyzer (disk system) for one patient. The initial result was 145 pg/ml. The repeat result on another e411 analyzer was 310 pg/ml. A repeat of the sample on the same initial analyzer on (B)(6) 2025 had a result of 189 pg/ml. Another repeat of the sample on the other e411 analyzer on (B)(6) 2025 was 319 pg/ml. On (B)(6) 2025, the sample was run on a cobas pure analyzer with a result of 191 pg/ml. The customer considered the result of 189 pg/ml to be most acceptable.